Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/24/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, the following was obtained: - were there any unexpected outcomes or complications resulting from the prolonged surgery time? No - which tissue was being sutured when the event occurred? Capsule - was additional dissection required in other organs/tissues other than the target tissue? No - was there any change in the patient¿s post operative care due to the prolonged procedure? No - the doctor had a couple needles pop off, how many devices demonstrated the alleged deficiency? 1 - did the event occur during one or multiple patient procedures? 1 - what is the total number of procedures? 1 - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No - could you kindly provide the lot number, please? No tracking of lots - please provide the source or name of person providing answers to follow-up questions: dr. (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2025 and suture was used. This doctor said he had a couple needles pop off. He ended up removing and using a new one. The procedure was delayed by three minutes. The procedure was completed successfully with no adverse consequences for the patient. Additional information was requested.